Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the ventilator gave "more than 30 of the maximum internal pressure". The patient was transferred to another ventilator without any reported harm,